Event description:
The catheter of the thoracentesis device broke off inside of the patient's pleural cavity. Further conversation with the customer revealed that there are no plans to surgically remove the foreign body. The patient "did not sustain any adverse effects" as a result of the incident.